Manufacturer narrative:
Not returned to manufacturer.

Event description:
Reprise (B)(6) (left inguinal pain due to the puncture) procedure summary: -the subject was enrolled into the reprise (B)(6) study on (B)(6) 2015. -prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject did not receive any loading doses. -a lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve. -there was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Event description: spontaneous bleeding of the right quadriceps due to warfarin (001- bleeding event): -on (B)(6) 2015, 1 day post index procedure, the subject developed swelling below the puncture site, on the inner side of the right femur. -the subject was referred for ultrasound examination of the lower extremity and CT scan of the heart on the same day. -on (B)(6) 2015, ultrasound examination of the lower extremity did not reveal any false aneurysm, the illustrated range was narrow due to immobilization of the puncture site. There were no remarkable findings. -on (B)(6) 2015, CT scan of the heart was performed which revealed hematoma on the inner side of the right femur having a long axis of around 12 cm in the transected image. However, a clear source of bleeding was not identified. -as per the CT scan report, based on the location of the hematoma, it was not likely to be bleeding from the common femoral artery but the possibility that it was an intramuscular hematoma was also considered. -inner lining detachment was seen in the right external iliac artery. -per CT scan report, blood flow stasis in the "left auricular thrombus" was suspected. Of note, per answered query, site confirmed that blood flow stasis was noted prior to tavi and "thrombus in the left ventricle" was a typographical error. -there was a left atrial to right atrial shunt due to a hole in the atrial septum of around 2 to 3 mm, but there was no marked change from 'last time'. -there were no clear findings of recurrence of left atrial myxoma, only very slight linear structures were noted. -in the aorta under the renal artery branches, dilatation with a minor axis of around 29 mm was noted. -pulmonary emphysema, interstitial pneumonia and right pleural effusion was seen, but it was noted to be decreasing. Of note, per answered query, site confirmed that pleural effusion was noted prior to tavi and was noted to be decreasing post tavi. -in the pancreatic tail, a small cyst lesion of around 6 mm was suspected, however, it was not noted to be malignant. -calcification of the mediastinal and right hilar lymph nodes was seen, and old tuberculosis was suspected. -overall, swelling of the left adrenal, mild prostate enlargement, hepatic cysts, bilateral renal cysts and diverticulum of the bladder were noted. -the subject was noted to have spontaneous bleeding of the right quadriceps due to warfarin. -per edc, the subject was on a daily dose of warfarin 3.5 mg from (B)(6) 2015. -of note, site wishes to report a major bleeding event for cec adjudication. -hematology measurements performed on (B)(6) 2015 (as per source) were as follows (please see lab data below): -lowest hemoglobin value associated with the event: 6.8 g/dl (standard reference range: 14.0-18.0 g/dl). -lowest hematocrit value associated with the event: 20% (standard reference range: 40.0-54.0%) -on (B)(6) 2015, the subject was transfused with 2 units of prbcs. -in addition, the subject was transfused with 2 units of prbcs on (B)(6) 2015. -the varc classification for the bleeding event was major. -of note, per edc, the total number of units transfused is given as 840 cc of prbc. As per answered query, site confirmed that the number of units transfused were 4 units of prbcs. (In the us 1 unit of prbc has 300 ml-in (B)(6) the prbc unit. Volume is smaller.) -of note, the "date of measurement" of the lowest levels of hb and hct is given as (B)(6) 2015 in edc. Site has been queried to update the same to (B)(6) 2015, as noted in source. Response is awaited. -at the time of reporting, the event was considered recovering/ resolving. -on (B)(6) 2015, the subject was discharged on aspirin and warfarin (as per edc). -potential relationship to study procedure per investigator: related. Left inguinal pain due to the puncture ((B)(4)) -on (B)(6) 2015, 1 day post index procedure the subject developed left inguinal pain to the puncture. -the subject was treated with medications. -at the time of this report event out come was considered as recovering/resolving. -no other additional information is available at the time of this report. -potential relationship to study procedure per investigator: related. Medical history: -subject (B)(6) was an (B)(6) male, at the time of enrollment, with a medical history of congestive heart failure (nyha ii) and atrial fibrillation. -tte assessment on (B)(6) 2015 indicated that the subject's qualifying conditions were: aortic valve area 0.74 cm^2 with a 22.0 mm annulus diameter. The mean aortic pressure gradient was 36 mm hg and the left ventricular ejection fraction was 35%. Mild aortic regurgitation was noted.

Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation for lot # 269041 did not highlight any anomaly which could contribute to this reported event. As of the (B)(4) 2015, six further complaints has been opened in relation to lot # 269041.complaint lot-pc15-29 and lot-pc15-030 were received on the same day from the same physician detailing the same event description, specifically vessel dissection. This is not the same as reported classification as this complaint lot-pc15-045. Complaint lot-pc15-034 details multiple complications, none of which are similar to this complaint lot-pc15-045. Complaint lot-pc15-037 details multiple complications, none of which are similar to this complaint lot-pc15-045. Complaint lot-pc15-044 details pain at the puncture site which is similar to this complaint, lot-pc15-045. Complaint lot-pc15-048 details an as reported classification of tip damage which is not to this complaint, lot-pc15-045. Overall, based on the above review, there is no significant trend identified from this review. We will continue to monitor per subsequent complaint reports. Two root cause classification codes were assigned to this complaint, these being 'undeterminable' (multiple events) and 'anticipated procedural complication' (pain at the puncture site). The root cause classification code 'undeterminable' is defined as follows, 'where review and analysis of all available information fails to indicate a root cause or probable root cause'. The root cause classification code 'anticipated procedural complication' is defined as follows, 'when a device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling'. The complaint also details pain at the puncture site which is likely to be a result of the medical procedure and vascular introduction site. Injury to the vascular introduction site is a known physiological effect of the procedure noted within the instructions for use, and or device labelling. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath. There is no indication of a potential processing or design failure associated with this complaint. A clinical consultant reviewed this complaint and concluded that 'the lotus sheath was not causative in the event. According to the data they present the patient had a spontaneous intramuscular bleed secondary to anticoagulation. It is unclear from their description whether the sheath was even inserted on the side of the bleed. They mention left sided groin pain related to the sheath but do not state which side the sheath was inserted'. Based on the above conclusion, no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types. Device not returned to manufacturer.

Event description:
(B)(4) (left inguinal pain due to the puncture) procedure summary: the subject was enrolled into the (B)(6) study on (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject did not receive any loading doses. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Event description: spontaneous bleeding of the right quadriceps due to warfarin (001- bleeding event): on (B)(6) 2015, 1 day post index procedure, the subject developed swelling below the puncture site, on the inner side of the right femur. The subject was referred for ultrasound examination of the lower extremity and CT scan of the heart on the same day. On (B)(6) 2015, ultrasound examination of the lower extremity did not reveal any false aneurysm, the illustrated range was narrow due to immobilization of the puncture site. There were no remarkable findings. On (B)(6) 2015, CT scan of the heart was performed which revealed hematoma on the inner side of the right femur having a long axis of around 12 cm in the transected image. However, a clear source of bleeding was not identified. As per the CT scan report, based on the location of the hematoma, it was not likely to be bleeding from the common femoral artery but the possibility that it was an intramuscular hematoma was also considered. Inner lining detachment was seen in the right external iliac artery. Per CT scan report, blood flow stasis in the "left auricular thrombus" was suspected. Of note, per answered query, site confirmed that blood flow stasis was noted prior to tavi and "thrombus in the left ventricle" was a typographical error. There was a left atrial to right atrial shunt due to a hole in the atrial septum of around 2 to 3 mm, but there was no marked change from 'last time'. There were no clear findings of recurrence of left atrial myxoma, only very slight linear structures were noted. In the aorta under the renal artery branches, dilatation with a minor axis of around 29 mm was noted. Pulmonary emphysema, interstitial pneumonia and right pleural effusion was seen, but it was noted to be decreasing. Of note, per answered query, site confirmed that pleural effusion was noted prior to tavi and was noted to be decreasing post tavi. In the pancreatic tail, a small cyst lesion of around 6 mm was suspected, however, it was not noted to be malignant. Calcification of the mediastinal and right hilar lymph nodes was seen, and old (B)(6) was suspected. Overall, swelling of the left adrenal, mild prostate enlargement, hepatic cysts, bilateral renal cysts and diverticulum of the bladder were noted. The subject was noted to have spontaneous bleeding of the right quadriceps due to warfarin. Per edc, the subject was on a daily dose of warfarin 3.5 mg from (B)(6) 2015. Of note, site wishes to report a major bleeding event for cec adjudication. Hematology measurements performed on (B)(6) 2015 (as per source) were as follows (please see lab data below): lowest hemoglobin value associated with the event: 6.8 g/dl (standard reference range: 14.0-18.0 g/dl). Lowest hematocrit value associated with the event: 20% (standard reference range: 40.0-54.0%) on (B)(6) 2015, the subject was transfused with 2 units of prbcs. In addition, the subject was transfused with 2 units of prbcs on (B)(6) 2015. The varc classification for the bleeding event was major. Of note, per edc, the total number of units transfused is given as 840 cc of prbc. As per answered query, site confirmed that the number of units transfused were 4 units of prbcs. (In the us 1 unit of prbc has 300 ml-in japan the prbc unit volume is smaller.) Of note, the "date of measurement" of the lowest levels of hb and hct is given as (B)(6) 2015 in edc. Site has been queried to update the same to (B)(6) 2015, as noted in source. Response is awaited. At the time of reporting, the event was considered recovering/ resolving. On (B)(6) 2015, the subject was discharged on aspirin and warfarin (as per edc). Potential relationship to study procedure per investigator: related. Left inguinal pain due to the puncture (ae-003) on (B)(6) 2015, 1 day post index procedure the subject developed left inguinal pain to the puncture. The subject was treated with medications. At the time of this report, event out come was considered as recovering/resolving. No other additional information is available at the time of this report. Potential relationship to study procedure per investigator: related. Medical history: subject (B)(6) was (B)(6) year old male, at the time of enrollment, with a medical history of congestive heart failure, (nyha ii) and atrial fibrillation. Tte assessment on (B)(6) 2015 indicated that the subject's qualifying conditions were: aortic valve area 0.74 cm^2 with a 22.0 mm annulus diameter. The mean aortic pressure gradient was 36 mm hg and the left ventricular ejection fraction was 35%. Mild aortic regurgitation was noted.